Event description:
New information received indicates that additional oversensing occurred. Programming changes were discussed but not made. The patient will continue to be monitored. There were no patient consequences.

Event description:
New information received indicates that the programming changes were made. There were no patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the right ventricular lead exhibited myopotential oversensing. Programming changes were made. There was no oversensing after the changes. There were no patient consequences.